Event description:
A few other hospitals reached out to our facility indicating that they found mold in their syringes. Pharmacy department investigated further and found 9 syringes with mold inside the wrapping. Materials management checked other areas of the hospital and did not find any additional affected syringes or lot#. The bd rep has been contacted. It seems that the affected syringes were confined to a specific lot #. Manufacturer response for syringe 5cc leur lock, (brand not provided) (per site reporter). Materials management is working with a bd rep for the next steps on whether to ship the product or have the rep pick them up.